Event description:
It was reported that an inferior roi-a anchor at l4 migrated postoperatively. This was discovered via post-operative imaging after the patient presented with discomfort. The surgeon mentioned that the anchor was not fully impacted during the initial surgery due to the complexity and difficulty of the case. A revision surgery was performed in which the surgeon opted to impact the anchor, since removal was not possible. The patient is well, stable, and wearing a vest with recommended movement limitations.

Manufacturer narrative:
Corrections in b5, b6, and h6: impact codes. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
H6: additional method code: 4110. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, however immediate post-op and post migration x-rays were provided. The immediate post-op images show that the anchor was not fully impacted. The follow-up x-rays showed that the anchor had migrated. Root cause: this event could be attributed to the anchoring plate not being initially fully inserted and locked during the initial surgery, as seen in the immediate post op imaging. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an inferior roi-a anchor at l4 migrated postoperatively. This was discovered via post-operative imaging after the patient presented with discomfort. The surgeon mentioned that the anchor was not fully impacted during the initial surgery due to the complexity and difficulty of the case. A revision surgery was performed in which the surgeon opted to impact the anchor, since removal was not possible. The patient is well, stable, and wearing a vest with recommended movement limitations.

Manufacturer narrative:
D4: UDI number: (B)(4). D4: expiration date: 01-jan-2030 or 01-oct-2029. D10: roi-a median implant, pn: ir2422p, lot number: m85254 - qty (B)(4), roi-a median implant, pn: ir25321p, lot number: m87701 - qty (B)(4). H4: manufacture date: 31-jan-2025 or 28-nov-2024. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an inferior roi-a anchor at l4 migrated postoperatively. This was discovered via post-operative imaging after the patient presented with discomfort. The surgeon mentioned that the anchor was not fully impacted during the initial surgery due to the complexity and difficulty of the case. The surgeon is planning to remove the migrated implant. The patient was advised to reduce their daily activities and is taking oral anticoagulants to prevent vascular complications until the reoperation.